Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, the physician performed and x-ray to determine lead insulation damage. However, x-ray image was inconclusive. No electrical anomalies were detected. The lead remains implanted.